Event description:
It was reported that during follow-up visit, vf episodes with noise was observed. It was noted that the impedance measurement had gradually decreased over time. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.